Event description:
Per the audiologist, in 2008, the pt presented with an infection in the middle ear and mastoid. The infection reportedly was not near the implant receiver/stimulator. Reportedly, surgery (date not reported) to remove the implant and clean the site of the infection was planned for the last week of that month. The pt was to be placed on antibiotics. Implantation surgery of the pt's contralateral ear is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2008. The patient was implanted in the contralateral ear on (B)(6) 2008. The patient was treated with IV antibiotics for several weeks (type and amount not reported). This report is filed (B)(4) 2013. Device is not available for analysis..